Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that after a new battery was inserted the pump powered up to a blank display screen with the appropriate audible and vibratory alerts. Reportedly, the issue was not resolved with a battery change. Patient stated that there was no damage to the pump casing or the battery cap and was able to secure the cap properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.